Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarm or excessive no delivery alarms were noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported by the customer that their insulin pump was alarming motor error while attempting to prime. During troubleshooting, customer stated that they do not use the sensor feature and was able to rewind the insulin pump. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 247 mg/dl at time of reporting. Nothing further reported.